Event description:
It was reported the patient told the MRI technician the pump was ¿broke.¿ further details were not provided. Patient symptoms, interventions, or outcome were not reported regarding this event. The type of drug the pump was delivering was not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11269r48, implanted: (B)(6) 2002, product type: catheter. (B)(4).